Manufacturer narrative:
The duraseal dural sealant system 5ml us box of 5 (202050) was returned for evaluation: device history record (DHR) review ¿ DHR review and trending were performed as part of the evaluation, and no anomalies were observed. Failure analysis -the sample received back included 4 polymer kits that were opened and in their original pouch, and 3 empty pouches. The empty pouches were inspected and they were totally empty and without signs of damage. The 4 unused samples were inspected, and no discrepancies were detected. The samples were opened, and the components were inspected showing no signs of damage or usage. The samples were tested and there were no discrepancies detected. For the test, the phosphate solution was mixed with peg and borate solution following the IFU. All samples were able to jellify and successfully pass the test in the expected time. With the samples available for evaluation, the failure mode reported could not be confirmed as all the samples tested were able to jellify as expected. Root cause - the root cause is undetermined, and the complaint was unable to be confirmed. Product received was tested and no issues were found, nor could the complaint be replicated. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the consistency of the duraseal dural sealant system (202050) came out too thin, and the set up time was longer than expected. The product was in contact with the patient; however, no patient injury or delay in surgery was reported.